Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligner edges are cutting into the top of their gums and inner lip. Patient was provided with tips to file rough edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.